Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device stopped working had not been resolved and the patient was hoping to get some medicine. No steps were taken or would be taken to resolve the device stopped working. The patient did not know what circumstances led to the device stopped working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation. It was reported that the patient has had the device off for many years but recently has had a return of symptoms, and says it started on (B)(6) 2017. The patient reported no falls or trauma. The patient stated that none of the lights on their controller come on. Since the implant is 13 years old, the patient was recommended to follow up with their healthcare provider. Additional information was received. It was reported that the patient had notified their managing physician about the return of symptoms. It was noted that the circumstance that led to the return of symptoms was that the device stopped working. It was reported that ¿none medicine¿ were taken or will be taken to resolve the return of symptoms.